Event description:
Same case as MFR report #: 2134265-2010-01954, 2134265-2010-01955. It was reported that during an unspecified procedure, a dissection occurred. There were multiple lesions being treated, located in the 99% stenosed, severely calcified and moderately tortuous right coronary artery (rca). The platform speed for the rotalink system was set at 160,000. The rotawire was advanced. Initially, an attempt was made to advance a 1.75mm rotalink burr however that was unsuccessful. The physician then exchanged to a 1.5mm rotalink burr and completed multiple ablation runs without difficulty. The 1.5 mm rotalink burr passed through the lesion. The physician then reused the 1.75mm rotalink burr and completed several ablation runs without difficulty. No significant decelerations were noted during ablation. The 1.75mm rotalink burr passed through the lesion. Angiography was performed following the ablation with the 1.75mm burr, and a spiral dissection was noted. 7 bsc veriflex stents were then placed to tack up the dissection. No patient symptoms were noted, and patient status following the procedure was reported as ¿fine¿.

Manufacturer narrative:
Event date: approximately (B) (6) 2010. (B) (6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).